Manufacturer narrative:
(B)(4). Dried body fluids. The device was returned with a pear shaped clip inside the jaws and with excessive dried body fluids. In an attempt to replicate the reported incident, the device was tested for functionality. Due to the accumulation of dried body fluids during the first firing sequence a jamming occurred causing that the tip of the advancer slid toward tissue stop; it got bent. In order to evaluate the device's internal components, the device was disassembled. Upon disassembling of the device, accumulation of dried body fluids was noted throughout the internal components leading the found jamming during the functional testing of the device; no clips were noted inside the clip track. It should be noted that the accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device.

Event description:
It was reported that during an unknown procedure, the clip was deployed but failed to release from the applicator. Further information is currently being investigated. It is unknown how the procedure was completed. There were no adverse consequences for the patient. Additional information requested but not received.